Manufacturer narrative:
(B)(4).

Event description:
The customer reported reboot events associated with admit/discharge/transfer operations. The issue occurred after january 1 2018. There was no patient incident.